Event description:
A physician reported a pt who was treated in the upper lip, nasolabial folds and glabella at the end of 1/99. In 2/99, the pt developed swelling and redness in the nasolabial and upper lip. The symptoms were considered product related. In 2/99, the physician prescribed an oral antihistamine and local hydrocortisone, which were not effective.